Event description:
It was reported that a homechoice pro device had an unspecified alarm, or system error. The step of setup or testing was not specified; however, there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted at this time. Should the device be received or other additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and analyzed. The event history log review found several low drain volume alarms, but there were no system errors identified. No abnormalities were identified during visual inspection. Functional testing was performed and the device passed. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A device history record review was performed with no issues identified. A system error was unable to be duplicated during sample analysis, not found in the alarm logs, and no non-conforming product was found during the evaluation. Should additional relevant information become available, a supplemental report will be submitted.